Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in three pieces. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impressions. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.